Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during implant of the right ventricular (rv) lead with this pacemaker, noise, oversensing and high out of range pacing impedance measurements greater than 2,000 ohms was observed. It was noted that it took greater than 50 turns to extend the helix and was suspected to have resulted in a lead fracture. The lead was tested on a pacing system analyzer (psa) and only noise was observed, however, when the lead was connected to the device header, high out of range pacing impedance measurements were observed. The lead was attempted, but not implanted. This pacemaker remains implanted and in service. No adverse patient effects were reported.